Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Device log review identified multiple errors. However, the errors do not necessarily indicate a device malfunction. Without receipt of the device root cause analysis could not be firmly established. It was recommended to replace the electrode pads as a precaution. Analysis of reports of this type has not identified an increase in trend.